Event description:
Medtronic received information that 2 days following the implant of this temporary pacing lead, the lead stopped working. The patient had complete heart block and arrested as this was the only ventricular pacing lead in place. A temporary transvenous pacing lead was placed at the bedside when external pacing was not successful. The patient underwent CPR for 45 minutes while the lead was being placed. The next day a permanent pacemaker was implanted, however, the patient died a couple of days later due to anoxic brain injury which occurred during CPR. The family made the decision to withdraw life support. An autopsy was performed, however, the physician has not received the autopsy report. It was reported the break was between the electrodes. The lead was discarded.

Manufacturer narrative:
Analysis: no product was returned. Conclusion: the device history record could not be reviewed as no lot number was provided. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(6). (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.